Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was treated with vancomycin injection (1gram every 5days, for 14 days), fortum injection (1gm per day, for 14 days) and heparin injection (1/2ml per bag, for 14 days and intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event and remain hospitalized for another indication. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, the patient was discharged from the hospital 24 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.